Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill burr attachment device, reciprocating saw attachment device, (B)(6) 2021. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 3 for the same event. It was reported from the (B)(6) that the electric pen drive device stopped while in use and overheated, and the drill/burr attachment device and reciprocating saw attachment device were not working and overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: service history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.